Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the sensor was not sticky. The customer had also faced several more issues with the sensor. The customer denied troubleshooting and had to use free style libra sensor. No harm or treatment was required. The return expectation was no.